Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. It was reported that the patient was seen by a doctor due to a seizure and diabetic coma, and that the patient took sugar and glucagon, but no details were provided. The cgm was reading 350 mg/dl but the bg was 250 mg/dl. It was indicated that at the time the incident was reported the patient was doing fine and in a new sensor session. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.